Event description:
Nellcor puritan bennett received a report from a biomedical engineer that after replacement of a top cover, the reassembled unit had no audio. Upon reopening the unit the engineer found that the wire on the speaker had broken off. Engineer replaced speaker.

Manufacturer narrative:
Nellcor puritan bennett has requested that the speaker be returned for evaluation.